Event description:
Procedure performed: unknown. Event description: hospital: [facility]. Ai translation: description: insertion of the bag went well, cinching was difficult and freeing the string was also difficult. Green lid/part was loose from the bag and was in the shaft. Consequences: bag was difficult to close. Risks: losing in the patient. From product complaint form: description: inserting the bag went well, closing the bag with difficulty and removing the cord was also difficult. Green bead/part wore off the bag and was in the introducershaft. Consequences: bag closing was more difficult. Risks: loosing material in the patient. Intervention: unknown. Patient status: ok.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of bead detachment as the bead and clamp were detached from the bag cuff. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: hospital: [facility] ai translation: description: insertion of the bag went well, cinching was difficult and freeing the string was also difficult. Green lid/part was loose from the bag and was in the shaft. Consequences: bag was difficult to close. Risks: losing in the patient. From product complaint form: description: inserting the bag went well, closing the bag with difficulty and removing the cord was also difficult. Green bead/part wore off the bag and was in the introducershaft. Consequences: bag closing was more difficult. Risks: loosing material in the patient. Intervention: unknown. Patient status: ok.